Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with cystourethroscopy on (B)(6) 2003 due to sui and cystourethrocele and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2006 by due to incontinence. It was reported that the patient underwent mesh removal on (B)(6) 2005 due to erosion. This surgery also included removal of the urethral diverticulum.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with cystoscopy. It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and ams bioarc was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and ams bioarc was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.